Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism had an inferior vena cava filter deployed in good position below the lowest renal vein. Approximately one month post filter deployment, the patient was admitted to the hospital with lower extremity cellulitis, deep vein thrombosis and coagulopathy secondary to coumadin. Approximately five months post filter deployment, venous ultrasound demonstrated partially occlusive deep vein thrombosis from the mid femoral vein to the popliteal vein. The following day, venogram demonstrated fibrosis and chronic thrombus in the more distal superficial femoral vein. It was elected not to perform thrombolysis as the more distal aspect of the superficial femoral vein appeared to reflect fibrous change and chronic thrombus. The patient was discharged home approximately two days post hospital admission. Approximately one year seven post filter deployment, lower extremity ultrasound demonstrated chronic thrombus of the superficial femoral vein. Collaterals extended from the popliteal level proximally. The common femoral and saphenofemoral junctions remained patent. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately one year three months post vena cava filter deployment that the filter allegedly caused dvt of the right femoral and popliteal veins, near complete occlusion within the femoral vein, left femoral vein mural thrombus, ivc thrombosis and became irretrievable. A mechanical thrombectomy and balloon angioplasty were performed. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. It was also alleged that the ivc filter caused dvt of the right femoral and popliteal veins, near complete occlusion within the femoral vein, left femoral vein thrombus, and ivc thrombosis. It was alleged that a mechanical thrombectomy and balloon angioplasty of the right iliac veins, right common femoral vein and right superficial vein was performed. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported approximately one year three months post vena cava filter deployment that the filter allegedly caused dvt of the right femoral and popliteal veins, near complete occlusion within the femoral vein, left femoral vein mural thrombus, ivc thrombosis and became irretrievable. A mechanical thrombectomy and balloon angioplasty were performed. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. It was also alleged that the ivc filter caused dvt of the right femoral and popliteal veins, near complete occlusion within the femoral vein, left femoral vein thrombus, and ivc thrombosis. It was alleged that a mechanical thrombectomy and balloon angioplasty of the right iliac veins, right common femoral vein and right superficial vein was performed. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were received and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism had an inferior vena cava filter deployed in good position below the lowest renal vein. Approximately one month post filter deployment, the patient was admitted to the hospital with lower extremity cellulitis, deep vein thrombosis and coagulopathy secondary to coumadin. Approximately five months post filter deployment, venous ultrasound demonstrated partially occlusive deep vein thrombosis from the mid femoral vein to the popliteal vein. The following day, venogram demonstrated fibrosis and chronic thrombus in the more distal superficial femoral vein. It was elected not to perform thrombolysis as the more distal aspect of the superficial femoral vein appeared to reflect fibrous change and chronic thrombus. The patient was discharged home approximately two days post hospital admission. Approximately one year seven post filter deployment, lower extremity ultrasound demonstrated chronic thrombus of the superficial femoral vein. Collaterals extended from the popliteal level proximally. The common femoral and saphenofemoral junctions remained patent. (Expiration date: 05/2018).

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: -caval thrombosis/occlusion the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately one year three months post vena cava filter deployment that the filter allegedly caused dvt of the right femoral and popliteal veins, near complete occlusion within the femoral vein, left femoral vein mural thrombus, ivc thrombosis and became irretrievable. A mechanical thrombectomy and balloon angioplasty were performed. The patient status was not provided.